Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer performed multiple infusion site and cartridge changes to address the occlusion alarms and the occlusion alarms continued. The customer's blood glucose (bg) level was 280mg/dl and the bg level was to be addressed using the pump. A system check using the current supplies was performed and the pump performed as intended. Further troubleshooting was declined by the customer. The customer was to perform an infusion site change to address the current occlusion alarm.